Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that unspecified cartridge alarms intermittently occurred. Multiple attempts were made to follow up with customer to obtain more information and perform troubleshooting, but tandem technical support was unable to make contact.